Event description:
Hcp reports the pt presented with chronic postural headaches, ineffective pain relief of back and leg pain, and swelling at the implanted pump site. CT scan was performed of the lumbar/thoracic area with unk results. Contrast dye study of the catheter was also done with unk results. The pump and catheter were revised "secondary to a disconnect of the catheter from the pump". The pt is reported as having recovered without sequela.